Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device is expected to be returned for evaluation. It has not yet been received. A follow up report will be submitted with all additional relevant information.

Event description:
It was reported that during unpacking of a 3.0 x 28mm xience alpine stent delivery system, it was noted by the physician during close inspection that the stent was completely off the balloon and within the dispenser hoop coil tubing. The device was not used on the patient. Another xience was used to successfully complete the procedure. There was no clinically significant delay in the procedure and no adverse patient effects. No additional information was provided.

Event description:
Subsequent to the initially filed MDR the following additional information was received: the stent was stretched. No additional information was provided.

Manufacturer narrative:
(B)(4). Device status changed from returning to discarded. The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar incidents from this lot. The investigation was unable to determine a conclusive cause for the reported stent dislodgement; however, the reported material deformation (stretched stent) appears to be related to operational context. There is no indication of a product quality issue with respect to manufacture, design or labeling.